Event description:
It was reported by service report that the tabs that lock the modules in place were broken off. No patient involvement or adverse consequences are reported.

Manufacturer narrative:
Results: footboard modules.